Event description:
Reporter states, after several attempts to impact the tibial insert onto the baseplate without success, the surgeon requested another insert, of the same dimension, which locked onto the baseplate without difficulty. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.